Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing high blood glucose (bg) levels (approximately 500 mg/dl). The pump supplies were changed. A bolus was delivered and insulin injections administered to address the bg level. The cause of the high bg was not known. As the event had occurred in the past, tandem technical support advised the customer to discuss the event with a healthcare provider.